Event description:
It was reported to philips that the system was unable to boot up. The patient was moved to another system. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not boot up. Upon troubleshooting, the fse found that the keyboard from another pc was leaning on system keyboard and pressing down on space bar. To resolve the issue, the fse moved the other keyboard away from the system keyboard and rebooted system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.